Event description:
Additional information: it was later reported the patient experienced increased pain. The logs were checked and found the stall. The reason for the stall was unknown.

Event description:
A critical alarm was heard and also confirmed by telemetry due to motor stall. First stall was logged on (B)(6) 2012 at 18:03 and recovered then the motor stalled again on (B)(6) 2012 at 5:22 and had not yet recovered as of the date of this report. Patient was to be managed orally. Drug delivered via the device was morphine 25mg/ml at a daily dose of 10mg. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
The patient never had a motor stall recovery so the pump was replaced. It was reported the patient was receiving effective therapy now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, lot #: l57095, implanted: (B)(6) 1999, explanted: unk.

Manufacturer narrative:
(B)(4).